Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage found to the battery cap or compartment. The battery cap secured appropriately to the pump, and the pump powers on normally. The pump was exercised for 24 hours with no power issues occurring. There was no damage found to the battery flex or the battery cap connections. The complaint could not be duplicated on investigation.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump was rebooting after the rewind, load, and prime steps. The patient reporting changing the battery without resolving the issue. The patient confirmed that the battery compartment and cap were intact. This report is made based on the allegation that the patient's pump was rebooting.